Event description:
It was reported that an asymptomatic patient presented in-clinic during a routine follow-up. The lead was diagnostically imaged and externalized conductors were noted. A varying impedance but within range was observed. The lead was explanted and replaced.